Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that customer's insulin pump was giving a button error. She stated that the blood glucose was high but did not provide an exact number. The customer was treated with manual injection. No troubleshooting could be done for the high blood glucose due to the button error on the insulin pump. She could not recall any significant events leading to the button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner, and a cracked reservoir tube lip.